Event description:
Reportedly, the ta misfired during a bowel resection procedure. Dr. Stated that he used the proper sequence to fire and heard the click. He removed the specimen and found stool in the abdomen. The staple line had never fired. The patient was then contaminated with stool. A new instrument was used to complete the procedure with no report of significant patient blood loss. Expiration date of device 2011-09.